Event description:
It was reported that the insulin pump was accidentally dropped. Afterwards, the display on the insulin pump went blank. Troubleshooting was performed, but the display could not be restored. Nothing further was reported.

Manufacturer narrative:
The display was blank due to a broken solder joint on the interface board.